Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on posterior side assessed as fold flow opening. Additional observations: ¿ wear abrasion observed. ¿ creases were observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side deflation and exchange. Healthcare professional later reported "hole in radius (edge)." Device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Healthcare professional reported a left side deflation and exchange. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation and exchange. Device remains implanted.